Manufacturer narrative:
The device was discarded.

Event description:
The user facility reported that the handpiece's tip fell off during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.